Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-01966, and 1627487-2021-13463. It was reported that the patient is scheduled to have the system explanted for an unknown reason.